Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves photometer source assembly and the level sense bead to resolve the issue. Beckman coulter internal identifier is case-(B)(4). No patient date of birth, weight or ethnicity was provided.

Event description:
The customer reported receiving erroneous low patient results for total bilirubin (tbil) on the unicel dxc 600 pro synchron system. The erroneous results were reported outside of the lab. There was no change in patient treatment in association with this event.